Event description:
One patient sample appeared to have been aliquotted into a second patient sample aliquot tube. User is not certain if issue occurred before aliquot or by the aliquotter. No patient results generated. The field service rep was unable to reproduce issue. Performance tests were performed and within spec.